Manufacturer narrative:
(B)(4).

Event description:
It was reported right atrial and ventricular leads exhibited high impedance and noise. During lead revision, it was noted that the leads had clavicular crush impressions. The leads were explanted and replaced. The patient was asymptomatic and stable post operation.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 27.4cm to 28.5cm from the connector pin. The abrasions were consistent with exposure to clavicular crush.